Manufacturer narrative:
(B)(4). Report source: foreign country: (B)(6). The complaint has been confirmed through visual inspection of the returned products, which identified white and black debris inside the sealed sterile packaging and some dents on the sterile packaging. The white debris is consistent with the appearance of foam shedding from the foam packaging, and the black debris is consistent with the appearance of porous coating shedding from the implant. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. These products were likely conforming when they left zimmer biomet control. The root cause of the reported event is likely to be due to transit damage causing the porous coating to shed from the implant and transfer to the packaging, and the foam packaging to shed due to friction. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported, that several items were identified with white and black particles, as well as damaged sterile packaging. There was no patient involvement attempts have been made and additional information on the reported event is unavailable.